Event description:
It was reported that during a laparoscopic gastrectomy, an activation sound and error sound were heard when device was not activated on the mayo stand. The error code was unknown. Although the 2nd device was used, the same event occurred. Another competitive device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The devices were returned in good physical condition. The devices were tested with a generator and was functional, in addition, the devices activated with both max and min buttons. The tissue pad of the devices were in good physical condition. There were no anomalies noted with the functionality of the devices. It could not be determined why reportedly , an activation sound and error sound were heard. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the devices that we were unable to duplicate during our laboratory analysis. Device b: batch j9339n, mfg date: 12/17/2012, exp date 11/17/2017.